Event description:
During the repair for an unrelated issue the philips field service engineer (fse) found a speaker malfunction. Sound was not present. The device was not in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.